Event description:
It was alleged by the hip product development manager, that the surgeon underwent a total hip prothesis surgery on (B)(6) 2009 and the patient had a revision on the (B)(6) 2010.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then, it will be submitted in a supplemental report.